Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found that the device would not communicate with a programmer due to a low battery voltage. When connected to an external power source, the device current measurement tested normal. The battery was returned to the vendor for analysis. An internal battery short was found. No complaint received with return of the device. Failure (event) observed during analysis.